Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead exhibited over-sensing of noise. During procedure on (B)(6) 2020, the physician was unable to gain access for insertion of a new atrial lead on existing right side. Therefore, the right atrial lead was capped on the right side. The replacement right atrial lead was implanted on the left side. The patient was stable post procedure.